Manufacturer narrative:
Customer's paddles will be returned for the further evaluation. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their internal paddles were pealed off. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s internal paddles at the product assessment center (pac) and verified the reported issue. The dielectric epoxy coating on the edge of both internal paddle plates shows discrepancies, as the dielectric epoxy coating is partially delaminated / peeled off. A root cause of the reported issue could not be established. The customer's internal paddles were archived by stryker.

Event description:
The customer contacted stryker to report that their internal paddles were pealed off. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.